Event description:
It was reported to boston scientific corporation in 2006, that a rx dilatation balloon was used during a procedure performed in 2007, (patient gender, age and weight are unknown). According to the complainant, "the balloon popped during the 1st inflation". The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted.